Event description:
An olympus representative reported to olympus on behalf of the customer that the thunderbeat 5 mm, 35 cm, front-actuated grip type s jaw broke off during a therapeutic case. The problem was identified when the physician was dissecting the cervix from the pelvic cavity. He was about halfway or so done when the machine sounded an alert and there was an error message, which reportedly said to take the instrument out of the patient and open the jaws and close them for 3 seconds. The physician did this and the error went away. He reentered the abdomen and began dissecting again, at which point the piece of the jaw broke off and the machine alerted the error again. The broken device was immediately removed from the patient and a new one was retrieved. The physician began to explore the abdomen for the broken piece as it could not be visualized. The cavity was also explored and the broken piece was retrieved. The piece was examined, and it was intact, so no further exploration was needed. The procedure was prolonged by 15 to 20 minutes to troubleshoot the device, retrieve a new device and explore the cavity. The procedure was completed using a similar device. The patient was stable.